Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse resolved the issue by replacing multiple hardware components which includes the a/b valve, the mixer wash assemblies, the degasser, the wash station probes, the reagent wash collar drain valve, the cc sample wash collar drain valve and the reagent probe. Beckman coulter internal identifier is case (B)(4). See for more details on patient gender information other patient demographic information was not provided.

Event description:
The customer reported erroneous low patient results for multiple cartridge chemistry (cc) analytes (creatinine, urea and high sensitivity cardiac protein) were generated on the unicel dxc 600 pro analyzer. There was no change in patient treatment in association with this event. Quality controls (qc) were within the laboratory's established ranges prior to this event.